Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - additional information was received and this device no longer meets the criteria for us FDA malfunction. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint:(B)(4). Date sent to the FDA: 10/1/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *please describe what is meant by "the suture was janky". *did the suture have surface defect that impacted performance? Or *did suture breakage or fraying of the suture occur? * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a femoral endarterectomy procedure on (B)(6) 2024 and suture was used. During a femoral endarterectomy, when using the suture, doctor stated it felt "janky", suture had micro fractures in the suture line. There were no patient consequences reported. Additional information was requested.